Event description:
During review of the event history it was determined that a failure code 810:11 occurred on (B)(6), 2011 during delivery causing an interruption of delivery. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history and was found to be due to the air base being too high. The air-in-line printed circuit board was recalibrated and verified to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).